Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17625840 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported a saber rx 6mm 30cm 155 was delivered to the lesion for a pre percutaneous transluminal angioplasty (pta) however it ruptured at 6 atm. Therefore it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded due to infectious disease and will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Additional information has been requested.

Event description:
As reported a saber rx 6mm 30cm 155 was delivered to the lesion for a pre percutaneous transluminal angioplasty (pta) however it ruptured at 6 atm. Therefore it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded due to infectious disease and will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
The following sections were updated accordingly: b5, g4, g7, h1, h6, h10. As reported a 6x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for pre-dilation; however, it ruptured at six (6) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17625840 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber rx 6mm 30cm 155 was delivered to the lesion for a pre percutaneous transluminal angioplasty (pta) however it ruptured at 6 atm. Therefore it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded due to infectious disease and will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was contrast media 2: saline 1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. The patient is currently doing fine.

Manufacturer narrative:
The following sections have been updated accordingly: b5, g4, g7, h1, h10. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A 6x300mm 155cm saberx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for pre-dilation; however, it ruptured at six (6) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis is unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 2:1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17625840 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported a 6x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for pre-dilation; however, it ruptured at six (6) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot: 17625840 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber rx 6mm 30cm 155 was delivered to the lesion for a pre percutaneous transluminal angioplasty (pta) however it ruptured at 6 atm. Therefore it was replaced with a new non-cordis balloon. A smart stent was implanted and the procedure was completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded due to infectious disease and will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information.